Manufacturer narrative:
The insulin pump was received stuck motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file also, unable to perform the a21 error test, occlusion test, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No displacement anomalies noted. The insulin pump was received with normal operating currents and passed the self-test, rewind, basic occlusion test, prime test and displacement test. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and motor error from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with insulin. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that they had an x-ray at the dentist and the pump was exposed to high magnetic field. The customer also reported motor position encoder error alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.